Event description:
The customer observed falsely depressed architect total psa results generated on the architect i2000sr processing module for one patient sample. (B)(6) 2024 sid (B)(6) (result = 73.140 ng/ml, result =125.390 ng/ml, the customer believes 125 ng/ml is correct which is similar to the previous result of 114 ng/ml (B)(6) 2024 sid (B)(6) (same patient sample with sid: (B)(6)) initial result = 86.114 ng/ml, repeat result with 1:2 manual dilution = 106.315 ng/ml, repeat result with 1:5 manual dilution = 111.377 ng/ml. The previous patient results were provided: (B)(6): 58.308 ng/ml, (B)(6): 80.557 ng/l, (B)(6): 114 ng/ml (> 100 when measured without dilution) no impact to patient management was reported. Update: additional information provided on 25jun2024. The following additional patient samples were provided: specimen c: (B)(6) male patient with history of prostate cancer, diabetes, hypertension, hyperlipidemia (B)(6) 2024 result = 78.921 ng/ml, 1:2 dilution result = 96.260 ng/ml, 1:10 dilution result = 119.862 ng/ml patient¿s previous value 114.017 ng/ml. Specimen d: 77-year-old male patient with history of prostate cancer, collagen disease, hypertension, hyperlipidemia (B)(6) 2024 result = >100 ng/ml, 1:2 dilution result = 228.873 ng/ml, 1:100 dilution result = 345.793 ng/ml patient¿s previous value 262.932 ng/ml. Specimen e: (B)(6) male patient with history of prostate cancer. (B)(6) 2024 result = >100 ng/ml, 1:10 dilution = 591.089 ng/ml, 1:100 dilution result = 799.560 ng/ml patient¿s previous value 422.112 ng/ml the customer stated the hbt testing performed but no significant decreased in total psa results. No impact to patient management was reported.

Manufacturer narrative:
Updated information in section a1 patient identifier complete information, section b5, d9 - device available for evaluation, h4 - device mfg date section a1 patient identifier complete information: same patient has sids: (B)(6), specimen c, specimen d, specimen e. The complaint investigation for falsely depressed architect total psa results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The overall performance of architect total psa reagent was reviewed using field data from customers worldwide. The field data review suggest the product is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect total psa reagent lot 56134fn00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: same patient has sids: (B)(6), 316 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k70-27 that has a similar product distributed in the us, list number 6c06 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect total psa results generated on the architect i2000sr processing module for one patient sample. (B)(6) 2024 sid(B)(6) (isr50029) result = 73.140 ng/ml, result =125.390 ng/ml, the customer believes 125 ng/ml is correct which is similar to the previous result of 114 ng/ml (B)(6) 2024 sid 316 (same patient sample with sid: (B)(6) (isr08148) initial result = 86.114 ng/ml, repeat result with 1:2 manual dilution = 106.315 ng/ml, repeat result with 1:5 manual dilution = 111.377 ng/ml the previous patient results were provided: 01/25: 58.308 ng/ml 03/07: 80.557 ng/l 04/18: 114 ng/ml (> 100 when measured without dilution) no impact to patient management was reported.